Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation, the most probable cause is component failure; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the device evaluation, the gastrointestinal videoscope had black image. There was no patient involvement.